Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an endostat iii generator was used during procedure. According to the complainant, when the endostat generator is turned on it gives a pad fault alarm. They tried the same cables and configured another generator the same way and it did not fail. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Serial number was originally reported as lot number. Investigation results: visual evaluation of the returned device found the unit has many minor scratches present on cover also on front bezel left side the plastic is chipped. All knobs and switches functioned properly. The unit passed the endostat iii return evaluation procedure except for the pad fault; the units pad fault would trigger below the specified range. The condition of the returned device was consistent with the complaint of 'pad fault error when powering up'; the complaint was confirmed. The units pad fault would trigger below the specified range of impendence. The pad fault was adjusted to mid specification. The unit then passed all final testing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat iii generator was used during procedure. According to the complainant, when the endostat generator is turned on it gives a pad fault alarm. They tried the same cables and configured another generator the same way and it did not fail. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.